Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, it was reported by the spouse that the patient experienced inaccurate cgm values. The cgm mobile device was at 40 mg/dl. She was feeling dehydrated and she felt that her sensor is not reading correctly. No mention if a bg was checked. The spouse provided chocolates and peanut butter. The reading did not change so the husband called the hospital helpline. The nurse told them to call emergency room (ER) and rush to the hospital in 2 hrs. The husband drove the her to the ER. The nurse checked her blood sugar and it was at 479 mg/dl while the cmg mobile device still showed 40 mg/dl. The nurse provided "treatment" and insulin but husband unable to provide the dosage and name of the medication. The nurse decided to remove the sensor. She spent 6 hrs in the hospital and left when the bg was under 200 mg/dl on bg. She was fine and stable during the call. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. When the patient was feeling dehydrated, there was not a complete set of reported glucose values available to search within the parkes error grid calculator. At the ER, the reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.